Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation , found there was no abnormality on the device during visual inspection. Functional testing performed and the reported problem was reproduced, a faulty gi board (circuit board) was determined. Based on evaluation findings, the customer reported issue was able to be reproduced and found to be due to faulty gi board. Investigation is ongoing. This report will be supplemented following investigation completion.

Event description:
Customer sent a repair request reported with an issue of power does not turn on. The issue found during an unknown event. There is no patient involvement associated on this event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the device did not power on due to a faulty circuit board. The specific root cause of the faulty circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.